Event description:
It was reported that during a therapeutic holep (holmium laser enucleation of the prostate) the tip of the subject device broke and fell into the patient¿s body resulting in a greater than 30 minute procedural delay. It was allegedly too big to be removed in one piece, the patient¿s spinal anesthesia was wearing off and it was deemed not safe to continue. The patient underwent a second procedure 3 days later during which a laser fiber was used to make the pieces smaller and they were removed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and the damage pattern, it is assumed that the damage was thermally (e.g. Holep procedure) and/or mechanically induced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.